Event description:
Information from (B)(6) clinical database. Post pipeline procedure, it was reported that the patient complained of a severe headache on the left side in the ophthalmic (v1) and innervations are in left trigeminal nerve. She states that the headaches are constant and disabling. These issues subsequently resolved and no other complications were reported with the patient.

Manufacturer narrative:
(B)(4). Received information on other device involved in the event as follows:model#: fa-77375-14 / lot#: not reported / dom: n/a / exp: na.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).

Manufacturer narrative:
(B)(4).